Event description:
Customer reported that the insulin pump had a blank display every time changing out the batteries. It was noted that the battery cap was rough and stripped. Customer also stated that they leave the insulin pump on the bathroom counter while showering. Troubleshooting was performed and the blank display was resolved. Self test was also performed and passed. Customer's blood glucose reading at the time of the call was 203 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.